Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual rise over the past few years in pace impedance measurements rising above 2,000 ohms, resulting in a lead safety switch (lss). Technical services (ts) noted this was likely calcification and is up to physician discretion for intervention. This rv lead remains in service. No adverse patient effects were reported.